Event description:
It was reported that during the implant procedure the physician had a setscrew issue with the device. After repeated attempts of tightening the setscrew it would not keep the rv (right ventricular) pin in the rv port of the header. The physician even tried to put the atrial pin in the rv port and it would not stay in the header either. It was also noted that the physician then had trouble with trying to get the svc (superior vena cava ) pin to advance all the way into the svc port. The device was removed and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however a setscrew was found in the connector bore.